Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09466. It has been reported the pt was originally implanted with a single lead for left leg coverage. The pt started experiencing a progression spread in her pain pattern to the right leg. To obtain effective coverage, pt underwent a surgical intervention to explant and replace the system lead with a different model lead. During the procedure, the physician was concerned that the blood may have entered the ipg header as the port plug was slightly loose, therefore, he replaced the ipg as well. Follow-up indicated the pt has effective bilateral coverage. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.